Manufacturer narrative:
The returned ipg was analyzed and found to be undetectable, and unable to be charged. The battery displayed a low voltage measurement, therefore, the battery was replaced by an external power source for further investigation, however, the device could not be linked. The device exhibited excessive quiescent current leakage, low high voltage vh impedance, and a hot spot on the u2 application-specific integrated circuit asic. It was reported that the surgeon used the lowest possible energy settings for monopolar electrosurgery during the second lead implant procedure; as such, the device analysis suggests that the device was damaged during the procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that several days after a deep brain stimulation right lead implant procedure, the implantable pulse generator ipg was unable to hold a charge and required more frequent charging. The physician noted that the ipg may have been damaged during this second lead implant procedure. The database analysis confirmed an abnormal and excessive battery drain noted on the day of the right lead addition procedure. Therefore, the patient underwent an ipg replacement procedure and was doing well postoperatively with adequate stimulation.

Event description:
It was reported that several days after a deep brain stimulation right lead implant procedure, the implantable pulse generator ipg was unable to hold a charge and required more frequent charging. The physician noted that the ipg may have been damaged during this second lead implant procedure. The database analysis confirmed an abnormal and excessive battery drain noted on the day of the right lead addition procedure. Therefore, the patient underwent an ipg replacement procedure and was doing well postoperatively with adequate stimulation.